Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported "right side capsular contracture baker grade unknown. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, d9, g2, h3, h6. Device evaluation: visual analysis of the returned device identified; fold creases, wear abrasion, weight within specification. After autoclave cycle was identified: cloudy gel and voids between shell and gel. Based on the device analysis the final assessment is: no issues found related to the manufacturing process.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data

Event description:
Healthcare professional reported capsular contracture baker grade iii.